Manufacturer narrative:
Duraseal dural sealant system (202050) was returned for evaluation: device history record (DHR) - at the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Failure analysis - investigation showed that the sample received back included plunger cap, syringe holder, y-connector, 3 spray tips, borate syringe, phosphate syringe, and vial. The cap holder, syringe holder, spray tips and y-connector were visually inspected, and they presented no signs of damage nor use. The borate syringe was received full with signs of use as the quantity did not belong to the minimum required and there were no damages to the white cap. The phosphate syringe was received connected to the vial, the content of the syringe was mixed uniformed; however, there were traces of residue of dry solution when phosphate is mixed with peg melted. After sample evaluation, the failure mode could not be confirmed; the solution inside of the vial looks as a liquid state with some residue mixed with peg melted. Root cause - product received was tested and the failure mode reported was not confirmed; therefore, the root cause is undetermined. Per the dfmea, potential causes of failure include: issues with solution mixing and coverage. The risk remains acceptable per the risk analysis. No enhancements or improvements were generated for the reported condition. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that the duraseal dural sealant system (202050) became jellied formation when in contact with a patient during surgery (tumor dura). There was no patient injury or surgical delay.